Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the needle eclipse 25x1 rb has been found experiencing three occurrences of safety mechanism failure during use. The following has been provided by the initial reporter: it was reported that the needle guard came off. Per event description: while lowering needle guard on 25g/5/8 syringe, needle guard came off. I believe this is our 3rd incident with the needle guards coming off, complaint 1 of 2.

Event description:
It has been reported that the needle eclipse 25x1 rb has been found experiencing three occurrences of safety mechanism failure during use. The following has been provided by the initial reporter: it was reported that the needle guard came off. Per event description: while lowering needle guard on 25g/5/8 syringe, needle guard came off. I believe this is our 3rd incident with the needle guards coming off, complaint 1 of 2.

Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.